Manufacturer narrative:
Concomitant medical products: bd 50ml syringe, (2) syringe. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that a patient presented with end stage liver disease, currently undergoing continuous renal replacement therapy (crrt) or continuous renal dialysis. Precedex was infusing at 30ml in a 50ml syringe with a concentration of 4mcg/ml. The volume to be infused was 30ml. The patient's precedex was scanned at 2318 on (B)(6) 2019 and programmed into the syringe pump at a 0.3mcg/kg/hour. The intended rate was 0.65ml/hour for a continuous infusion. At 0030, the patient had bradycardia, with a heart rate was in the "low 80's", but the patient was warm and well perfused. A few minutes later, after the precedex was shut off, the patient's heart rate went up to the 120's, which was their baseline. The customer also reported that at 0055, the syringe ran dry. The module was "restored", and showed a base rate of 20.9ml/hour. The tubing had not leaked. The customer would like the event log reviewed for the time period of (B)(6) 2018 at 2300 to (B)(6) 2018 at 0100. The patient did not require medical intervention, and no other clinical effects were experienced besides the changes in heart rate.

Event description:
It was reported that a patient presented with end stage liver disease, currently undergoing continuous renal replacement therapy (crrt) or continuous renal dialysis. Precedex was infusing at 30ml in a 50ml syringe with a concentration of 4mcg/ml. The volume to be infused was 30ml. The patient's precedex was scanned at 2318 on january 03, 2019 and programmed into the syringe pump at a 0.3mcg/kg/hour. The intended rate was 0.65ml/hour for a continuous infusion. At 0030, the patient had bradycardia, with a heart rate was in the "low 80's", but the patient was warm and well perfused. A few minutes later, after the precedex was shut off, the patient's heart rate went up to the 120's, which was their baseline. The customer also reported that at 0055, the syringe ran dry. The module was "restored", and showed a base rate of 20.9ml/hour. The tubing had not leaked. The customer would like the event log reviewed for the time period of january 03, 2018 at 2300 to january 04, 2018 at 0100. The patient did not require medical intervention, and no other clinical effects were experienced besides the changes in heart rate.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows syringe module s/n (B)(4) was programmed to infuse a basic infusion at 20.9ml/hr using a 10ml bd syringe with 3.4832ml detected at 11:09 pm on 03 january 2019. At 11:19 pm, the primary infusion completes and the infusion is stopped. Four seconds later, the user selects a 30ml bd syringe with 28.5381ml detected. The user then programs an infusion of dexmedetomidine drip 4mcg in 1ml (drugid (B)(4)) through guardrails. The patient weight is 8.6kg and the concentration is 4mcg/ml. The user enters 0.3mcg/kg/hr for the dose which makes the rate 0.65ml/hr. After selecting the dose, the user reselects the syringe and then after selecting the syringe, the user selects restore, which restored the previous basic infusion running at 20.9ml/hr and the user started the infusion. At 12:43 am on 04 january 2019, the primary infusion completed and the infusion stopped. At 12:45 am, the user channeled the device off. The user then selects restore before channeling off the device again. The volume recorded as being infused during this period was 32.021ml. The root cause of the customer¿s report of an overinfusion was identified as due to user programming.